Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-apr-2023. [Additional information]: on 07-apr-2023, the cerenovus sales representative confirmed via phone that the correct product code of the complaint device is enc452200. The lot number is still the same: 6948522. The complaint device is a 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452200/6948522). Corrected sections: d1 (brand name) and d4 (catalog and unique identifier (UDI)). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. D1: brand name was corrected from ent 4.5mm d 22mm l reg. No tip to EU ent4.5mmd 22mml wno dstl tp. D.4: catalog was corrected from encr452200 to enc452200. D.4: unique identifier( UDI) was corrected from (B)(4) to (B)(4).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter facility name: (B)(6) hospital . Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948522. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a stent-assisted endovascular aneurysm embolization procedure, the physician tried to release the 4.5mm x 22mm enterprise® stent (encr452200 / 6948522), but the distal end of the stent was unable to open. The physician retracted the stent and attempted to push it again, the distal end of the stent still failed to open. A new stent was used to complete the procedure. The microcatheter (unspecified brand) was not replaced. There was no report of patient adverse event or complication. On (B)(6) 2023, the cerenovus sales representative provided additional information via phone. The information indicated that the location of the target aneurysm was at the bifurcation of the middle cerebral artery (mca). It was a 5mm x 3mm wide-necked, unruptured aneurysm. There were no vessel or aneurysm factors that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow due to the reported event. The temperature indicator label on the inner pouch of the complaint device was checked and found to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus (catalog / lot number not provided). It is not known if there had been resistance during the advancement of the stent. The replacement stent was another 4mm x 23mm enterprise 2 of the same catalog number (encr402312). There was no allegation any patient injury due to the alleged issue reported. The reported issue did not result in any clinically significant delay in the procedure.